Event description:
It was reported that patient lost therapy. Diagnosis revealed high impedance on the lead, as a result surgical intervention was undertaken where in the lead was explanted and replaced restoring the therapy. During the replacement it was found the lead was fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.